Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the mini trek rx coronary dilatation catheters instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atm; therefore, rbp was exceeded. The investigation determined the reported difficulty appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Additional information received states that on the balloon ruptured on the third inflation at 24 atmospheres. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a heavily tortuous diagonal coronary artery. A 2.00 x 12 mm mini trek rx balloon dilatation catheter (bdc) was advanced to the lesion and when inflated the balloon ruptured. Another unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.